Manufacturer narrative:
(B)(4), evaluation method: device history reviewed. Results: product was not returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that, the patient implanted with this mechanical valve died 8 days post implant. An autopsy was not performed, so the cause of death is unknown. The surgeon thought the death may be due to leaflet entrapment from a possible ruptured chordae tendinae or long suture tail.